Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 500 mg/dl. The customer reported their blood glucose was high because their insulin pump powered off. Customer reported a blank display and several low battery alarms. Customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No low battery alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was successfully downloaded to care link pro. However, the insulin pump alarmed multiple alarms in history screen due to corrupted history file and minor scratches on lcd window.